Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 240 mg/dl and the sensor glucose was 90mg/dl at the time of the incident. The customer declined to troubleshoot for all issues. The sensor was returned for analysis.